Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls and performed precision testing, which were acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced all integrated multi-sensor technology (imt) tubing and sensor. The cse ran dilution check and performed precision testing, which were acceptable. The cause of the discordant, falsely low sodium results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension instrument, resulting higher. The customer also repeated the samples on the original instrument (s/n: (B)(4)), which resulted similar to the results obtained on an alternate dimension instrument. The corrected results from the alternate dimension instrument were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low sodium results.